Event description:
It was reported by the patient that they had one lead that was not good and they had heard a tone go off. The patient was reportedly not healthy enough to have the lead replaced per their physician. The patient said they don't have energy, was noticing more fatigue, and could sleep for three days straight. The patient said they cannot make plans, not even to eat, because they won't know if they'll be able to due to fatigue. The patient also reported waking up vomiting and wondered if that was related. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.